Event description:
It was reported that the test during follow-up ran slowly (nearly frozen screen), which was not expected compared to normal behavior. An explanation was required.

Event description:
It was reported that the test during follow-up ran slowly (nearly frozen screen), which was not expected compared to normal behavior. An explanation was required.